Event description:
Revision surgery - due to pain.

Manufacturer narrative:
The agent reported "(patient was experiencing pain (possibly short))". The actual length of in-vivo for the items listed are unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised items were not returned for examination and the item and or lot numbers was not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.